Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported system error 322 which was not reproduced. System error 322 was confirmed through review of the event history log. Evaluation could not find a failed component as the cause. The device was found to function as designed.

Event description:
It was reported that a spectrum pump displayed system error 322. Any patient involvement, injury or medical intervention is unknown.